Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The ccd camera was replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 sys locked up, had image quality issues, had a communication failure error, and the technique goes to max. No pt injury was reported.